Event description:
It was reported that the patient's implantable neurostimulator (ins) was turned off by theft detectors and they were able to turn back on. Additional information has been requested, but was not available as of the date of this report. Reference MFR report # 3004209178-2012-05351 for related concomitant device event

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot# j0225510v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot# j0225510v, implanted: (B)(6) 2002, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator. (B)(4).